Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
Related manufacturer reference number: 2916596-2020-02481 it was reported that patient required temporary centrimag rvad support, which remained in place. There was an increased in chest tube drainage, hemoglobin drifted down, fevers, leukocytosis, negative site cultures, and negative blood cultures. The patient received packed red blood cell (prbcs) transfusions. Patient was taken back to operating room on (B)(6) 2020 and (B)(6) 2020 for chest bleeding. Hemostasis was achieved. Patient is ongoing medical management.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between (B)(6) and the patient¿s post-operative right ventricle dysfunction requiring rvad support as well as the reported post-operative chest bleeding, fevers, and leukocytosis could not be determined through this evaluation. No alarms or functional issues with the heartmate 3 lvas or centrimag rvas were reported in association with the event. The patient remains ongoing on (B)(6) and no additional events have been reported at this time. The heartmate 3 lvas IFU lists right heart failure and bleeding as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen (including inr range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event there is a risk of bleeding. This section also contains information on blood leak diagnosis and states that the symptoms associated with a blood leak (including decreased hemoglobin/hematocrit) could occur due to bleeding from native tissue. Section 6 (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including placement of a right ventricular assist device. Section 6 (under caution!) States: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. No further information was provided. The manufacturer is closing the file on this event.